Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a da error. Beep tones had been emitted from the device. A boston scientific technical services consultant reviewed the device data and confirmed the da error occurred (B)(6) 2015. The da error is a benign, self-correcting memory error. The device was functioning normally. The physician also asked about a home remote monitoring system for this device; the technical service consultant discussed remote monitoring was not available for this model. No adverse patient effects were reported.